Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the a2114 mayfield infinity xr2 skull clamp slipped and caused patient injury on (B)(6) 2019. Additional information was received on 25jun2019 and 10jul2019 indicating that the physician was pinning a (B)(6) female patient. The frame slipped from the patient¿s head after locking in place. The patient was in prone position and had to be positioned back into a supine position for re-pinning with a new frame. A 30-minute surgery delay was noted. The patient was under anesthesia for a longer period of time.

Event description:
N/a.

Manufacturer narrative:
The unit was received with the 80# torque knob failing and testing low. The unit was also received without the pedi rocker arm or suit case. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. A definite root cause could not be reliably determined. Most probable root causes are outlined in the risk management file: incorrectly assembled device. Improperly tested inspected device . Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error).device used with incorrect/unauthorized devices/accessories for procedure. Device identifier (B)(4).